Manufacturer narrative:
Device lot number was provided. A review of the device history record (DHR) did not find any non-conformities or anomalies related to the reported event. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Event description:
Reportedly during implantation of an iol, one of the haptics was cut off by the injector. The following day the lens was exchanged successfully. Additional information was requested, but not received.

Manufacturer narrative:
Additional information including the device lot number was requested, but not received. The device was not available for evaluation. A DHR (device history record) review could not be performed as the lot number of the device was not provided. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
The device was received for evaluation. The evaluation revealed the lens was cut into two pieces with a damaged haptic. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.